Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 45 mg/dl; cause was not known. The customer was treated with intravenous fluids saline to address the bg. Reportedly, the customer bite their tongue. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.